Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient's child reported that the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia and decreased responsiveness. The patient experienced unspecified symptoms of hypoglycemia. The cgm was reading 100 mg/dl and the patient started eating; there was no bg reported then. The reporter took the patient to the emergency department (ed) for evaluation. There, the bg was reportedly 55 mg/dl points off from the cgm readings (exact values not specified). The patient experienced decreased responsiveness while in the ed. The patient was provided a sandwich and recovered. While in the ed, the patient was monitored with unspecified cardiac evaluation. After 9 hours, the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 55 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.